Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself and failed electrical safety testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report of "device reset" was not replicated or confirmed. Testing of the device did not duplicate the report. A device log was not available for review. The customer's report of "failed electrical safety testing" was observed during initial testing and could not be duplicated. The analog board and ECG connector were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.